Event description:
The patient reported an intermittent pump alarm. The pt was seen by the hcp. The pt was asymptomatic. Telemetry confirmed a critical alarm was sounding due to a low battery reset and the pump was in safe state infusing at minimum rate (0.196 mg/day of 30 mg/ml morphine sulfate). Review of the event log revealed multiple motor stalls of varying length from 29 minutes to almost 16 days. During the longest stall a low battery reset occurred and the pump went into safe state. A tube set error message was also noted 48 hrs after the stall occurred. The motor stall recovered after 15 days 23 hours 53 minutes, but remained in safe state. Patient treatment and outcome was not reported. Additional info has been requested from the hcp, but was not available as of the date of this report.

Manufacturer narrative:
.